Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Unknown exceed acetabular cup catalog#: ni lot: ni. Unknown femoral head catalog#: ni lot#: ni. Unknown femoral stem catalog#: ni lot#: ni. Upon review, this freedom liner is not compatible with the exceed abt ringloc-x acetabular shell used.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 3 mdrs filed for the same patient (reference 3002806535-2016-00804 / 00805 and 1825034-2016-04298).

Event description:
It was reported that patient underwent a hip revision procedure eight days post-implantation due to dislocation.